Manufacturer narrative:
Block h6 device code a0501 is being used to capture the reportable event of endcap detachment.

Event description:
It was reported to boston scientific corporation that an overstitch sx endoscopic suture system was used during a transoral outlet reduction (tore) procedure on (B)(6) 2025. During the procedure, the two distal straps on the device came loose. There were no additional issues as a result of the loosened straps. However, it was also reported that the endcap detached. The needle body was closed and removed from the scope. The overstitch sx endoscopic suture system was replaced with an overstitch nxt endoscopic suturing system. The procedure was completed with the overstitch nxt endoscopic suturing system. There was no patient complications reported as a result of this event.